Event description:
It was reported that an ilet device repeatedly displayed alert 42 for insulin current sense failure and could not complete a dry run after guided restarts and a fresh rewind, indicating a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Investigation description: complaint could not be confirmed or duplicated. Alert 42 was not annunciated. Multiple dry leadscrew runs were completed successfully with no issues. Engineering logs did not indicate alert 42. No fault was found while testing.